Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 133-260 mg/dl. Customer loaded cold insulin into the cartridge and did not practice proper air removal technique. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.